Event description:
During a ptca treatment procedure, the maverick2 monorail 15/3.0mm balloon ruptured at eight atms on the first inflation. The lesion being treated was in the left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon and a taxus stent. Additional information regarding this complaint has been requested.